Event description:
It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
B5 - describe event or problem ¿ initial MDR submitted on jun 5, 2025, was missing some information, this has been updated in the report.

Event description:
It was reported that the patient had deceased. The cause of death was cardiopulmonary arrest. There is no known allegation from a health care professional that suggesting the death was related to any abbott products or procedures. No additional information was reported.

Manufacturer narrative:
Device was returned for analysis due to patient death. Device image was saved successfully. Once the device was received, it displayed normal device characteristics upon the first stage of analysis. Furthermore, the device image was saved and analyzed, no discrepancies were noted. After all electrical tests performed, the device continued exhibiting normal device characteristics. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. No other anomalies were found.